Event description:
It was reported that an ilet user saw an on-device message indicating "connect cgm or enter bg, dosing stops," and the user¿s dexcom g7 app displayed "sensor reconnecting," after which glucose readings resumed while on the call. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included no interruption in therapy beyond the transient cgm connection issue and no need for medical attention. Investigation included troubleshooting and education performed by support, including alert review and confirmation of restored cgm readings. Investigation of this case revealed a transient cgm communication interruption with subsequent sensor reconnection, with no device damage or persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss between the cgm and the system.